Event description:
It was reported that the customer fell into the swimming pool, but quickly got out after which the insulin pump alarmed button error, which was unable to be cleared. The customer was advised to remove the battery, dry it, clean it, and reinsert it into the insulin pump. But, it did not help; the anomaly persisted. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons had intermittent response due to light moisture damage to keypad traces. No button error alarm noted. No moisture was noted on electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches to liquid crystal display window, cracked case at display window corners, battery tube threads and reservoir tube lip.